Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- for the CPR. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H3 other text : device not returned.

Event description:
Edwards received notification of a pascal in mitral position where there was a systolic arrest after crossing mitral valve and retracting the pascal. Team performed CPR while placing temporary pacemaker through the femoral vein. Patient recovered and the pascal was implanted successfully with a good result. Implanting physicians commented that asystolic arrest was an electrical problem and not an implant problem. Although, the implant team believed that some part of the pascal system contacted some part of the patient's conduction system which caused the heart block & asystolic arrest. Heart block & asystolic arrest occurred when implant was across mitral valve in capture ready configuration and the implant catheter was in process of retracting implant up to gain leaflet insertion.

Manufacturer narrative:
The following sections have been added/updated/corrected: b4, d4, g3, g6, h2, h4, h6 and h10 the complaint for device interaction with conduction system was confirmed with other empirical evidence. Investigation results suggest that the root cause may be related to patient underlying conditions, standard intra-operative medications and anesthesia, or the intraprocedural handling of the device. Additionally, no manufacturing non-conformities were identified through the investigation.